Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the camera cable was damaged, the clinical specialist (cs) had to manipulate the camera cable (plug on the camera side) for the camera to connect. There was no patient present.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the following parts were replaced: lower ethernet cable, ethernet connector, and network switch. The system was still displaying the localizer not connected message, therefore an additional work order took place and after additional part replacement of internal cables, the system was functioning as designed and successfully passed a system checkout. The camera ethernet kit was returned to the manufacturer for analysis. Through functional testing and visual/physical examination the reported issue could not be confirmed. Both cables in the returned kit and the bulkhead connector were found to be in good condition and passed a continuity test with no opens or shorts detected. There was no failure found. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: the clinical specialist (cs) was unable to remove the camera arm covers as the screws holding it in place appeared to be glued in. This system was intended to be sent to another site. The cs was able to replace all of the internal cables, and the old internal cables were sent back to product services. The camera arm cable that had not been replaced were sent back with the system.